Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. (B)(4). No patient weight or ethnicity provided.

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were reported out of the laboratory and later amended. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.